Manufacturer narrative:
All the devices have been sterilized and released according to all applicable procedures. Gali 4lv sonr crt-d 2844 (sn :(B)(6) ) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 01 july 2022 use before date: 01 january 2025 sterilization lot: s0559 - 3637 axone l lead (sn : (B)(6) ) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 20-december-2021 use before date: 20-december-2022 sterilization lot: s0525 - 3573 fastrack guide (sn :(B)(6) ) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 09-november-2021 use before date: 09-november-2022 sterilization lot: s0519 - 3558 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, patient included in astral study was implanted on (B)(6) 2022. Patient presented pacemaker bag infection with externalization and doctor explanted the full crt system on (B)(6) 2024.